Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl sometimes would not turn on when the therapy knob was rotated. There has been no indication of patient involvement.